Event description:
Customer reported, the system panel is displaying all squares and system will not take images. No pt injury was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 7.6 inr on the coaguchek xs plus system while a comparison lab returned as 3.4 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.